Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged and was taken out of service. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was believed to have been scrapped at the procedure, thus is not available for return. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged and was taken out of service. A new ra lead was successfully implanted. No additional adverse patient effects were reported.